Event description:
It was reported that a cartridge alarm 30 occurred with the customer's pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer was advised to continue using their current pump and multiple daily injections (mdi) as backup therapy, while technical support confirmed that a replacement pump with updated software would be sent to them. The customer was instructed on returning the problematic pump using a ups return box and pre-paid label, and they acknowledged all instructions provided by technical support.